Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4). (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving lioresal at a concentration of "2000" and a dose of "400" via an implantable pump for an unknown indication for use. It was reported that the existing catheter was pulled down to help with spasticity in the patient's legs. When the excess catheter was removed, a new anchor was deployed and secured. The new collet was used to re-connect the catheter and the pump segment went on the collet without issue, however the spinal segment would not insert into the collet. More of the spinal segment was trimmed and a new collet was tried, however the same issue occurred. The surgeon then replaced the catheter with a new catheter and the issue was resolved. The patient was considered to be "alive - no injury". It was noted that once the new collet was attached to the catheter, they were unable to draw back fluid from the catheter access port. Therefore it was replaced with a new system.

Manufacturer narrative:
Analysis of the catheter found a prolapsed silicone layer. Analysis of the pump revealed no failure. Method codes ; conclusion code ; and result codes apply to (B)(4). Method codes , conclusion code ; and result codes apply to the pump. Conclusion code applies to (B)(4).

Manufacturer narrative:
(B)(4) applies to catheter serial# (B)(4) and replaces (B)(4). All other conclusion codes remain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.